Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they had a tumor in their head and they needed to have an MRI of their head before their gamma knife treatments. The patient stated the MRI clinic called [manufacturer] and were told they were full body eligible but the MRI facility wanted a representative (rep) to be present at the MRI to show them it was MRI compatible. Patient services reviewed the role of the rep with the patient and explained that they wouldn't need a rep to come to the clinic if they could put themselves in MRI mode MRI mode and offered to walk the patient through connecting to their settings to activate MRI mode. The patient agreed however the patient kept getting "communicating with device" for around 10 seconds and then it would go to 'device not responding. Patient stated it was hard for them to hold the communicator over the implant site because their arm was cramping from reaching back to place the communicator. Patient could feel the incision but was having difficulty finding the ins. They tried laying down on the communicator instead however they still got "communicating" and then "device not responding" again. Patient stated the ins had been off for a little bit of time now as they had an MRI at a different clinic in the recent past so it was turned off for that and they didn't want to turn it back on because they knew they would need another MRI soon. Patient stated their neurologist had been able to find it right away when their neurologist did it in the past so they weren't sure why they couldn't find it. They denied being around any emi that could have been interfering. Patient services suggested to the patient to try a different room but also asked the patient if they had anyone who could assist in helping them connect. Patient stated they didn't have anyone to help them at the time of the call so they were going to call back when they had someone to assist them.